Event description:
It was reported that, prior the procedure, the physician tried to use the laser fiber but it did fire after being attached. The console was restarted and the fiber was reinserted, but the issue remained. The procedure was completed with other fiber. No patient complications were reported. Device analysis found that the fiber had a connector fracture.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. The fiber was received in one piece with no visible defects. Visual analysis of the device identified that the light exiting the sma connector face was distorted, indicating that there was a fracture within the fiber connector, there was also melting on the face. A fracture within the sma connector can occur during procedural handling of the fiber like setup, use, or reprocessing. The fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output up to the complete inability of the fiber to fire. The connector being fracture in addition with the interaction with the console could have cause some overheating leading to the melting observed on the connector face. The IFU states that in the event of no output energy, the fiber connector may be hot to touch. Based on analysis result, the reported fiber complaint was confirmed.